Event description:
The doctor reported that a thoracic epidural at t9/t10 was attempted with an 8 cm, 16 gauged toughy needle. The doctor reported that the 16 gauge toughy was too short, so an 11 cm, 18 gauge toughy (from the same manufacturer) was used. The doctor reported the epidural was difficult to place due to the patient's body habitus (generative spine with a lot of bony impingements). The mid line placement of the epidural was unsuccessful, so a para median attempt was made. At 11 cm, the doctor reported a good loss of resistance, but could not feed the catheter through the needle. The catheter was removed; during removal, slight resistance was met. Inspection of the removed catheter observed the tip had fragmented and was missing. The needle was removed and examined and reportedly found to have a sharp bevel. A cat scan was performed on the patient; the catheter fragment was not detected. No inflammation or infection was observed. No permanent adverse effects to the patient occurred.

Manufacturer narrative:
Two needle samples returned for evaluation. No catheter was returned for evaluation. Unable to establish root cause for the reported issue without the returned catheter. The two needles returned were visually inspected. One was found to have a deformed tip. Root cause for this was unable to be determined, however both needles passed functional testing.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.